Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2016, the rv capture threshold measured 2.5 v and consistently measured 2.5v. Analysis of the device memory indicated a r-wave amplitude measurement issue. From (B)(6) 2016 through (B)(6) 2016, the r-wave amplitude measured 2-2.8 millivolts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold was rising and fluctuating since implant. It was noted that the rv amplitude and pulse width was very high. The device was reprogrammed by changing the capture management to monitor. The rv lead remains in use. No patient complications have been reported as a result of this event.